Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed pump stop events associated with driveline disconnects; however, a specific cause for the driveline disconnects could not be conclusively determined. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. The controller event log file contained events from (B)(6) 2025. The file captured two pump stop events associated with driveline disconnect, left ventricular assist device (lvad) off, and low flow hazard alarms due to the driveline being disconnected on (B)(6) 2025. Following the second event, the pump ramped back up to the fixed speed and resumed operation without issue for the remainder of the file. The pump appeared to function as intended at the fixed speed while the driveline was connected. The patient remains ongoing on heartmate 3 lvas. Incidentally, driveline power fault alarms were captured from (B)(6) 2025. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, psychiatric episodes, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), and section 2 of the patient handbook, ¿how your heart pump works¿, instruct the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. The patient handbook further explains that the pump cannot run without power. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. Section 6 of the IFU, ¿patient care and management¿, lists psychosocial issues as a potential late postimplant complication. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted after suicidal ideation and a brief pump stop. The patient was stable and being monitored in the hospital. International normalized ratio (inr) was 3.3 upon admission. Following review, log files recorded pump stop events associated with driveline disconnect events on (B)(6) 2025. The pump restarted once the driveline was reconnected. The pump off event appeared to have lasted 21 seconds. Additional information was provided on 22jul2025 that the patient did not experience symptoms per report. No treatment was needed due to the brief nature and inr. Patient was kept in hospital for 48 hours for monitoring then discharged home and due to follow up in clinic on (B)(6) 2025.